Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be performed because the lot number was not provided by the customer.

Manufacturer narrative:
The device is available for evaluation, but has not been received yet.

Event description:
The customer reported primary plum set was leaking taxol at the filter during infusion. This occurred on unknown date in (B)(6) 2019. There was patient involvement but no report of harm, adverse event or delay in critical therapy.